Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid and baclofen via an implantable pump for spinal pain. It was reported that it was taking longer and longer to connect to the pump and it was up to 8 minutes now. They stated 'when we first got everything (external equipment) switched out, it went (connected) within like a minute, and that lasted maybe a month, then it went up to 2 minutes, then 5 minutes, and now it's up to 8 minutes. I don't know if there needs to be an update, but it's taking longer and we've had this issue in the past, and you replaced both pieces for us.' When they request a bolus, it would 'go to 90% and sit there,' and then showed them a 1 hour and 52 minute lockout instead of a 2 hour lockout. They read an expected 1 hour and 13 minute lockout on the app. They were assisted in clearing data. They would monitor and call back for assistance as needed. Refer to pe (B)(4) for report of prior telemetry lag/replacement.